Manufacturer narrative:
The device was evaluated at customer site by philips fse. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, philips engineer reconnected the ECG cable, and the product is back in service. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the dfm100 device indicating that the equipment did not detect the connected ECG cable. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.